Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio-control has made multiple attempts to contact the customer, both via phone and in writing, about returning the device for evaluation and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer returned their device to physio-control for evaluation. Physio examined the customer's device but was unable to duplicate or verify the reported issue. The device's display showed "ok" and there was no evidence in the downloaded memory that all three icons (charge-pak, attention, and service wrench) were ever present on the display. The unit would power on, charge and defibrillate when prompted. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.